Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then inserted and deployed on the mitral valve. However, post deployment, the clip opened. It was noted the clip remained stable on the leaflets. No additional clips were implanted. The procedure was completed, and the mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.